Event description:
Related manufacturer reference number: 2017865-2022-08003. It was reported that the patient presented in clinic. Defibrillation threshold (dft) testing was performed. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was unable convert the dft. The physician elected to explant the ICD and rv lead and implant a new system on the other side of the patient. The patient condition was stable before, during, and afterwards.

Manufacturer narrative:
The reported event of inadequate high voltage output could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.